Event description:
It was reported by the customer that pyxis medstation es system had a critical error has occurred in the underlying data source. The customer stated that they were unable to dispense medications to patient due to the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a critical error has occurred in the underlying data source. A technical support specialist remotely connected into database and reset the recovery model inorder to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.